Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #2 is being corrected from blank to 07/09/2021.

Manufacturer narrative:
B5: upon further due diligence, it was reported the event occurred during patient use. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the extension set was ¿leaking at the filter¿ during flushing in conjunction with a one-link device. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.